Event description:
It was reported that the pt underwent a posterolateral fusion with posterior fixation at l3-5. It was reported that approx 1 yr later, the pt underwent an add'l surgery due to a synovial cyst at the super adjacent level. During the surgery, the surgeon also removed a broken rod that was noticed during a pt follow-up approx 2 weeks prior.

Manufacturer narrative:
The device has not returned to medtronic for eval. It was reported that the pt has kept the explanted device. Unable to determine cause of the event.